Manufacturer narrative:
Date sent to the FDA: 04/11/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent a laproscopic excision of stage one endometriosis on (B)(6) 2010 and topical skin adhesive was used. The patient experienced delayed healing and chronic inflammation which was complicated by a wound infection. The site was cultured and a heavy growth of streptococcus was noted. The date the patient's symptoms first occured is unknown. The surgeon opines the reason for the patient&apos;s symptoms was a delayed reaction to the topical skin adhesive. Currently, the mother of patient believes the patient&apos;s scars have fully healed.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and topical skin adhesive was used. A foreign body reaction occurred. The reaction resolved upon excision under general anesthesia on (B)(6) 2010. Additional information has been requested.